Event description:
A dialysis facility tech reported a pt removed more ultrafiltration (uf) than intended during a treatment on a system 1000 hemodialysis machine. The intended uf goal was 0.5 kg, however the actual uf was 2.9 kg. There were no machine alarms reported. The pt's blood pressure (bp) was 118/69 at the start of the treatment. Approx two hours after the start of the treatment, the pt complained of dizziness and the pt's bp fell to 109/61. The pt was administered a total of 400 ml of normal saline during the treatment. The pt was discharged to go home in stable condition.